Event description:
Disposable hot compress applied to pt for right ear pain. Wrapped in pillowcase. Right shoulder found to have fluid filled quarter sized blister. Packs are marked warning: avoid direct skin contact. Also states caution: may reach 160 degrees. Instructions are to "apply to injured area wrapped in a soft cloth." Product was being substituted for usual brand utilized.